Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's non boston scientific right ventricular (rv) lead. The lead is believed to be fractured and there was greater than two seconds of asystole noted as a result. The lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.